Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, there is no indication that the reported difficulty removing is related to a product quality issue with respect to the design, manufacture, or labeling of the device. In this case, based on the reported information, the non-abbott atherectomy catheter became stuck with the 315 cm barewire and was unable to move forward or backward. It is likely that the clearance between the barewire and inner lumen of the atherectomy catheter became reduced during the procedure causing damage to the barewire, resulting in the devices becoming stuck together. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an atherectomy procedure performed in the superficial femoral artery with moderate calcification. An emboshield nav6 embolic protection system (eps) was used with the non-abbott atherectomy device catheter. The non-abbott atherectomy catheter became stuck with the 315 cm barewire and was unable to move forward or backward. No further atherectomy treatment was able to be performed and the non-abbott atherectomy catheter, bare wire and emboshield nav6 eps were removed together as they were stuck together, inside the introducer sheath which was already present inside the anatomy. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.